Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of failure to capture and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Final analysis found that the inner coil was overtorqued inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead exhibited loss of capture and varying pacing impedance. While repositioning the lead, the helix of the rv lead failed to extend. The rv lead was not implanted and an alternate rv lead implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Section g2: "distributor" should have been selected.